Event description:
Tip of intralipid IV tubing broke and remained lodged in hub of broviac central line. Broviac clamped immediately. Attempted to remove lodged tip unsuccessfully with hemostat. Broviac tubing cleanses with betadine swabs x 3 per sterile procedure. Md at the bedside while broviac hub cut off under sterile conditions and broviac tubing reattached to 3-way stopcock and flushed with ns. No leakage seen. Sterile condition observed during the incident.